Event description:
The hospital reported that during an endoscopic saphenous vein harvesting procedure, the conical tip detached from the unit. The piece was retrieved by converting to an open leg technique. No other pt complications were reported.